Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the technical support engineer (tse) to report that they had a "burn in" message on the right eye in the surgeon side console (ssc), and the left eye had no issues. Tse stated that the customer would power cycle and cycle the breaker. The customer would use the other ssc for the case.the procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) monitor on the surgeon side cart (ssc) according to isi procedures. System was tested and verified ready for use.isi has not received the hrsv unit involved with this complaint as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A return material authorization (RMA) was issued to evaluate the isi device.